Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a costumer from USA: "it is the part that plugs into the cradle for the 3 on the bar. Last night there was a near shock with this issue. Our nurse was moving pumps and this end had come disconnected. The open end had touched the bar and a large spark and arch came off the bar. Delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Human harm: no."